Event description:
The pt reported elevated blood glucose readings of 224 mg/dl and 332 mg/dl. He stated the first reading was due to him eating more carbs than he bolused for at lunch. For the second reading, he stated he noticed his muscles cramping and then checked his reading and found it to be elevated. He stated he treated the reading by taking an insulin injection. The pt stated he noticed his insulin infusion set tubing was leaking. He said he works in construction and sometimes the tubing leaks or get pulled out of his infusion device due to his activity. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.